Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after insulin delivery stopped due to an empty cartridge; the glucose rose to 210 mg/dl for about an hour until a supply change was completed and delivery resumed, with no device component implicated and the event attributed to user management of supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure for maintaining insulin supply; no applicable device component was involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributing to the event.

Manufacturer narrative:
Initial.